Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer requested assistance turning on their carbohydrate feature. During troubleshooting with tandem technical support it was found that the customer set the pump insulin duration incorrectly. Tandem technical support guided the customer through adjusting pump settings. Customer's blood glucose level was 150 mg/dl.